Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: 2026-54002

Event description:
A nurse reported that, lens was unable to be used due to optic scratch. After replacing with a new product, surgery was completed without harm to the patient. Additional information has been requested and received stating that the issue was noted after opening and before loading.